Manufacturer narrative:
(B)(4). Product evaluation: product evaluation was not performed because according to the initial report the product has been discarded. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported that they explanted an intraocular lens (iol). The iol was exchanged for a non-johnson and johnson iol. The explanted iol was inadvertently discarded. When asked for reason for explant the customer explained that the patient just wanted a non-johnson and johnson lens. It was learned that there was no incision enlargement, no vitrectomy and no sutures done. Patient outcome was good. No further information was provided.